Manufacturer narrative:
The subject device was returned to olympus for evaluation. Upon inspection and testing of the device, the reported issue (clogged nozzle) was confirmed. It was observed there was foreign material in the nozzle and the nozzle was not deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the nozzle was clogged. The reported issue was occurred after the subject device was used in a diagnostic gastroscopy. The intended procedure was completed using the subject device. There was no delay in the procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the watertight packing, silicone adhesive, silicone member, etc. Of the peripheral equipment were damaged and mixed into the channel. The event can be detected/prevented by following the instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system. Inspection of the air-feeding function and objective lens cleaning function." Olympus will continue to monitor field performance for this device.